Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue that device had programming error. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported a programming error occurred during the infusion process. The clinician intended to administer a magnesium drip using interoperability to program the pump. However, when scanning the pump, the clinician inadvertently scanned the channel still connected to the insulin infusion. As a result, the pump was programmed to run at 25 ml/hour on the insulin channel instead of the magnesium channel. Approximately 30 minutes later, the clinician checked the patient¿s blood glucose, resulting at 56 mg/dl. Immediate corrective actions were taken to address the patient¿s hypoglycemia. Additional information received through follow up. Preliminary findings on the infusion knowledge portal (ikp) report show that the insulin was programmed on the pump on previous days; however, on the day of the event the insulin was on manual programmed. Prior to the event, the insulin was stopped for about 15 minutes. The next action on the channel shows that the magnesium was manually programmed on the same channel as the insulin infusion.